Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during revision procedure. The left ventricular lead was removed from the body and flushed. When the left ventricular lead was flushed, a leak was noted in the mid portion of the lead. The left ventricular lead was replaced. The patient was stable post procedure.